Event description:
It was reported that during a chronic total occlusion (cto), heavily calcified proximal left anterior descending coronary artery intervention, the trek rx balloon dilatation catheter and a buddy wire were used as support for a ht balance middle weight universal ii guide wire. During advancement, the guide wire wrapped around the balloon dilatation catheter causing the balloon to tear. The devices were removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. Another trek balloon dilatation catheter was used successfully to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The trek referenced is being filed under a separate manufacturing report number.